Event description:
It was reported to boston scientific corporation that a flexima biliary stent was placed in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician indicated that stent failed to release. The procedure was completed with another of the same device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
(B)(4) stent kinked. The investigation found that the stent and push catheter were kinked in several locations. The guide catheter was separated from the device and was not returned. A functional evaluation for stent failed/unable to deploy could not be performed due to guide catheter not being returned. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, limiting the overall performance of the device. Once the device is severely kinked/bent, the device would fail to deploy the stent. Therefore, the most probable root cause for this event is 'operational context.'